Event description:
A physician reported a pt who was treated in the cheek and nasolabial folds on 9 may 1995. The pt reported that since that treatment, she had fullness in the left cheek treatment site which had not changed until approx 23 january 1998. At that time, the site became angry, swollen, firm, indurated, with purplish discoloration of the skin. Application of heat made the symptoms worse, with superficial drainage at the site. On 5 february 1998, noted a 1 and 1/2 to 2 cm area of healing skin that was discolored, firm to palpation, and not very painful. No other treatment sites were symptomatic. The physician believed the symptoms represented some variation of a delayed hypersensitivity to collagen. On 03 march 1998, the physician reported that the pt was asymptomatic and she had no adverse event after the treatment given in the perioral area on 13 february 1998. No med or surgical intervention was prescribed or planned for the symptoms at the cheek. The physician did not plan to treat the pt with collagen again.